Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked belt clip slot at the battery tube threads area, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 700 mg/dl. The customer was treated for high blood glucose with syringes. The customer was admitted to that hospital. Customer declined to troubleshoot. The customer stated that the drive support cap is protruded. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 287 mg/dl. The customer stated the drive support cap is protruded. The customer stated that the damage occurred through car accident. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.